Event description:
A customer reported a readings issue on their adc meter while using an affected test strip lot. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
A home patient (hp) contacted (B)(4) regarding a check patient line alarm that occurred on the homechoice (hc) unit during fill 1 of 6. The technical service representative (tsr) instructed the hp with troubleshooting. The hp identified that there was a leak where the patient line screwed into the transfer set. The tsr assisted the hp with ending therapy and instructed the hp to call the peritoneal dialysis nurse immediately to let her know about the leak. On (B)(6) 2010 (B)(4) spoke with the hp's wife who stated the leak was an isolated incident because they have had no other issues with leaks. The wife reported nothing unusual was noted about the cassette. The wife stated the past few nights of therapy they have loosened the hp's catheter (the part fitting nearest his body) a little and had no issues with therapy. The wife stated his catheter normally just hangs loose. The wife stated she has not noticed any issue with any supply and the home patient has had no infections. The wife stated the hp is being monitored very closely. No further information is available.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check patient line alarm. The report was not confirmed due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the alarm was the leak. The patient stated there was fluid leakage between the transfer set and the patient line. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample is not available. Should additional information become available, a follow up MDR will be sent.